Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. It was confirmed that the component showed signs of use, and was damaged. The dovetail locking feature was compressed and flared out. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The noted dovetail compression on one side indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique. The root cause appears to be use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during knee arthroplasty, the articular surface component would not lock into the tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.